Event description:
Per the clinic, the internal device was explanted due to non-use. The device was explanted (B)(6) 2012. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.